Event description:
As reported to coloplast though not verified, patient was implanted with the pelvic mesh products. Later patient experienced mental and physical pain, sustained permanent injury, physical deformity, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.